Event description:
"Broken." Received further information indicating that the device was found broken when the package was opened.

Manufacturer narrative:
After a recent FDA inspection, microaire modified our MDR reporting criteria and have determined this should have been reported.